Event description:
It was reported that a user experienced hypoglycemia after the ilet delivered approximately 19 units of correction insulin within about one hour following an unannounced meal and recent factory reset, with the user noting a rapid bg decline to 74 mg/dl and temporarily disconnecting the device and using juice; the device was not suspended and no alarms were reported. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included transient hypoglycemia that resolved without professional medical intervention or hospitalization. Investigation included review of synchronized device data and discussion of algorithm behavior, including correction adjustments influenced by prior hyperglycemia and learning period dynamics after a factory reset. Investigation of this case revealed that the device delivered correction insulin as designed in response to rising glucose and missed meal announcement, consistent with expected algorithm and component function. It was concluded, based on previously established findings for similar reports, that the cause was use-related, specifically a missed meal announcement during the post-reset learning period.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.